Event description:
It was reported that the right ventricular lead had high impedance and threshold, oversensing, and that the lead integrity alert had tripped. The patient was taken back to surgery and it was noted on fluoro that the pin in the rv lead was not extended past the setscrew. The physician reinserted the rv lead pin and found the pin to be secure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.